Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the remote manager was not detected by pyxis main station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager was not on bus found. The field service engineer (fse) found the unit unplugged from the network. The smart remote manager (srm) was reconnected, and the pyxis bus cable to the remote manager (rm) was re seated. The system was successfully tested with the customer and confirmed operational. The system functioned as intended after the field service engineer (fse) resolved the issue.